Event description:
It was reported that revision surgery was performed to exchange an acetabular cup due to lack of osteointegration.the primary surgery was performed in 2008 and was the acetabular cup removed in 2010.

Manufacturer narrative:
This event was reported to smith & nephew under FDA medwatch report number (B)(4).